Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, after which cgm error did not recur and sensor session was successfully started, and due to multiple past occurrences technical support arranged pump replacement, instructed customer to use multiple daily injections as backup insulin therapy.